Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to cardiogenic shock. The patient¿s right heart failure and resulting liver failure and respiratory failure were the cause of death. It was reported the device operated as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported that the patient expired due to cardiogenic shock. The patient¿s right heart failure and resulting liver failure and respiratory failure were the cause of death. The account communicated that the device worked perfectly. There were no device issues or malfunctions that contributed to the patient¿s death. The pump will not be returned for evaluation. The heartmate ii lvas instructions for use (IFU) lists death and various types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.